Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he has been experiencing high blood glucose over 500 mg/dl for three days. Current blood glucose was 502 mg/dl. The drive support cap is recessed. Customer stated that the settings were changed 3 weeks back and they were programmed correctly. Customer declined to check for site/set issues or perform the high pressure test. Customer stated he had changed the infusion set three times but insulin was not delivering. Customer was advised to change the entire infusion set and reservoir and call back if issue persists.